Event description:
A female patient was seated in a medical examination and procedures chair. She was having a dermatology procedure performed to remove tissue from her face. The doctor attempted to reposition the chair with the power controls when the chair suddenly tipped backward and the patient fell to the floor. Per the doctor, the patient had abrasions and bruises on her back, but did not require any treatment. She returned the following day for follow up on the dermatology procedure and did not indicate, there were any further issues resulting from the fall from the chair. The part that separated and caused the chair to tip backward was replaced and the original part was returned for evaluation. The part was returned partially disassembled. The part was reassembled and functioned properly as designed and manufactured. The part may have not been properly reassembled following a routine servicing of the product. The product had been in continuous service since 1991. After replacement of the separated part, the chair was returned to service.